Event description:
For the past 5 years, patient has suffered from weight loss, memory loss, hot/cold flashes, pain and hair loss. She was tested positive for aspergillus niger disease on (B)(6) 2014 and has a referral to see an infectious disease specialist. Patient has been out of work since (B)(6) 2014 and does not have health insurance.